Event description:
On (B)(6), 2010 the lay user/ patient's mom contacted lifescan (lfs) alleging that the onetouch ping meter was displaying black marks. The complaint was classified based on the customer care advocate (cca) documentation. The mom reported that the alleged issue began on the morning of (B)(6), 2010 at 6:30am. The mom informed the cca that the patient manages her diabetes with insulin pump. In response to the alleged issue, the mom stated she immediately administered 1.65 or 1.85 units of novolog insulin to the patient. The mom indicated the patient did not develop any diabetic symptoms. It is not known if the patient received any medical treatment after the alleged issue began. The mom also indicated the patient tested on another device (type unknown) and obtained a reading of "243 mg/dl" after the alleged issue began. At the time of troubleshooting, the cca verified there was no misuse to the subject meter. The alleged issue was not resolved. Replacement meter was sent to the patient. There is no indication that the reported issue caused or contributed to an adverse event. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged issue remained unresolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510 (k) is k082590.

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have cracked/broken display. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
It was reported that during an unknown procedure, after clipping the surgeon found out that the right side of the jaw came out from the endo clip body and it dropped inside the abdominal cavity. Unknown how case was completed. There were no adverse consequences for the patient.